Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for unknown reasons sometime during the week of (B)(6) 2017. During hospitalization, multiple hv therapies were delivered on (B)(6) 2017. During device interrogation on (B)(6) 2017, it was noted that the episodes appeared to have been caused by an svt rather than a true vt. Device reprogramming was planned. The patient was stable throughout the device interrogation and will continue to be monitored. No further information was available